Event description:
A us distributor contacted zoll to report that a austrian patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the distribution node to rear te cable was severed. The root cause for the damaged cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.